Event description:
Ultrasonic energy stopped like the hip was clogged, started working again and then quit cutting.

Manufacturer narrative:
Unit not returned for eval; this lot has a (B)(4) complaint rate; DHR review does not indicate a mfg error; two complaints from this facility - not facility or training related; without an eval there is no determination of malfunction cause - unit not returned for eval; updated MDR flowchart completed; this lot has a (B)(4) complaint rate; DHR review does not indicate a mfg error; (B)(4) complaints from this facility - could be a new facility with a training issue; without an eval there is no determination of malfunction cause- refer to CAPA (B)(4) initiated october 2012 to investigated the numerous stopped working issues ((B)(4) 2013). A was released with results for the verification effectiveness of a larger electrode bend radius of the microtip; the increased electrode bend radius indicated improved output of the manufacturing process and elimination of failures due to electrode breakage.